Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several episodes of post-paced t-wave oversensing on the ventricular lead were observed. The patient did not receive therapy during the oversensing. Device reprogramming was recommended; however, no intervention was performed. The patient was stable and will be monitored.